Event description:
It was reported that the arctic sun device did not cool the water. Per review of wo on 10oct2024, there was no patient identifiers available, and no patient impact reported. Per follow up information received via email on 29oct2024, it was reported that the device issue will be fixed onsite, issue was not resolved yet, they were waiting to see if the customers want to repair this unit or buy a new one. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Device was not cooling as low flow alarms were observed. The chiller pump was not working. Chiller pump was an older version. According to the service documents, no parts were replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b. The complete initial reporter facility name is (B)(6) hospital. Dr. (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: hospital univ. La fe - hemod.inf- hemodinamica infantil - a/a dr.carr the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool the water. Per review of wo on (B)(6) 2024, there was no patient identifiers available, and no patient impact reported.